Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and blood pooling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for blood pooling with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that after the collection process, blood was noticed pooling on the rubber stoppers in the bd vacutainer® sst¿ ii advance plus blood collection tubes. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "after collection multiple users noticed drop of blood being present on rubber stopper. Blood appears on top of the rubber stopper."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that after the collection process, blood was noticed pooling on the rubber stoppers in the bd vacutainer® sst¿ ii advance plus blood collection tubes. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "after collection multiple users noticed drop of blood being present on rubber stopper. Blood appears on top of the rubber stopper."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the collection process, blood was noticed pooling on the rubber stoppers in the bd vacutainer® sst¿ ii advance plus blood collection tubes. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "after collection multiple users noticed drop of blood being present on rubber stopper. Blood appears on top of the rubber stopper."